Event description:
It was reported that the vad was decommissioned on 10mar2021. CT results showed that the inflow cannula, outflow cannula, and bend relief unchanged compared to 22nov2016. Thrombus was not confirmed by imaging. The cause of the elevated powers was assumed to be related to thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. On 10mar2021, the patient¿s device was reportedly decommissioned and left inside the patient with the driveline surgically cut. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, hemolysis, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline issues are reported in MFR # 2916596-2016-01982. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with concerns for gastrointestinal bleeding (gib). The patient received 3 hemostatic clips to an angiodysplastic lesion in the cecum, received 2 units of packed red blood cells (prbcs) and iron sucrose, and was doing well. The patient had been on heparin drip since admission and had a syncopal episode on (B)(6) 2021 resulting in a fall from the toilet to the floor. A head computed tomography scan was negative for bleeding. The patient's device had flows in excess of 10 lpm with power spikes while tethered to the power module/system monitor. The patient's lab markers were suggestive of hemolysis, but there were no overt clinical symptoms. The log file revealed an upward trend in power and flow with spikes on (B)(6) 2021. It was noted that the patient had a history of short-to-shield issues with the driveline, and the patient was currently using an ungrounded cable. The site reported that the upward trend in power and flow may be due to thrombus formation with the patient's reduced international normalized ratio (inr) goal at 1.1 to treat their gib, or the administration of blood products due to the suspected bleed.